Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was further reported that the 38mm x 2.50mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, stretched and lifted upwards from the stent profile. The stent struts were stretched distally over the distal markerband. This type of damage is consistent with the stent encountering resistance when withdrawing the device from the lesion site. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. A 38mm x 2.50mm promus premier¿ stent was selected however, it was noticed that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that a stent damage occurred. A 38mm x 2.50mm promus premier stent was selected however, it was noticed that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.